Event description:
It was reported that during a vena cava filter deployment procedure, during deployment a few filter legs remained inside the deployment sheath. Additional manipulation was needed to complete the deployment; however, the filter was reported to be deployed too low in the ivc. A secondary access site was gained as another filter was successfully deployed inferior to the renal takeoff's. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, an quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation or images were not provided review. The complaint investigation is inconclusive for the reported deployment and positioning issues. Unable to determined the root cause based upon the available information. It is unknown if patient and/or procedural factors contributed to the event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.